Event description:
Additional information has been received and stated that, there was no patient harm and patient was doing well.

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Solution was dried on the lens. The optic was cut into multiple pieces, typical of insertion and removal. The cut optic portions have multiple scratches on the anterior and posterior sides of the lens. Qualified associated products were indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that, there was a scratch on lens. The patient contact was noted. The procedure was completed on the same day.